Manufacturer narrative:
(B)(4). Date sent: 12/3/2021. D4: batch # v94w6k. Investigation summary: the product was returned for evaluation. In addition, a plastic bag with eight properly formed clips, two malformed clips, and four unformed clips was returned for analysis. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er420 device was returned without apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled, it fed, and formed the remaining nine clips as intended. In addition, no malformed clips were observed. The event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: fully squeeze the trigger and then release to load the first clip into the instrument jaws. Failure to completely squeeze the trigger can result in clip mis-loading. Position the jaws with the clip completely around the vessel to be ligated. Fully squeeze the trigger on each firing. Do so by pulling back on the trigger even after a sharp ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. The next clip is automatically advanced as the trigger is released. Inspect the instrument jaw tips after each use to ensure a new clip is present before the next firing." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/29/2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. In addition a plastic bag with 8 clips properly formed, 2 malformed clips and 4 unformed clips were returned for analysis. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er420 device was returned without apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled, and it fed, and formed the remaining 9 clips as intended. In addition no malformed clips were observed. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: fully squeeze the trigger and then release to load the first clip into the instrument jaws. Failure to completely squeeze the trigger can result in clip mis-loading. Position the jaws with the clip completely around the vessel to be ligated. Fully squeeze the trigger on each firing. Do so by pulling back on the trigger even after a sharp ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. The next clip is automatically advanced as the trigger is released. Inspect the instrument jaw tips after each use to ensure a new clip is present before the next firing.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the first two clips didn't close properly. Problem appeared only on the first 3-4 shots (clips released open or badly formed) then the clips formed correctly). Subsequent clips "leaked" alone into the abdomen and were open. This required removal of unsuccessful/failed clips from the abdomen. There were no patient consequences.